Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number pmcbbrb0, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used for the perineal area. Prior to use, it was noted that the suture in the newly dispensed suture was shorter than the standard one when it was opened. Changed to another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.

Manufacturer narrative:
Date sent to the FDA: 09/24/2020. Additional h-3 summary: it was reported assembly product mix / incorrect component. It was received for analysis a paper lid, an empty winding former and a needle-suture piece of product. During the visual inspection of the needle-suture piece, no product mix was noted. However, the suture was observed detached due to the stress applied to the strand; this caused that the suture was shorter resulting in a damaged suture. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.